Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found; proximal segment returned and analyzed.

Event description:
It was reported that the lead showed electrical noise, no capture, and the lead integrity alert had sounded. The physician could not retract the helix so the lead couldn't be fully explanted. The lead was cut and part of it was left in the patient. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.